Event description:
A home pt contacted the baxter technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3/4 of her automated peritoneal dialysis therapy. Reportedly, the home pt was connected at the time of the alarm. However, the home pt disconnected herself from the pt line during a dwell cycle. When the pt returned, she reconnected herself back up, but therapy had already progressed to the drain cycle. The home pt received the alarm shortly after. Baxter technical service center assisted the home pt in ending therapy early. Therapy was completed manually. No pt injury or medical intervention was associated with this incident per the home pt.

Manufacturer narrative:
Baxter qa dept has reviewed proper procedures with the home pt in addition to referring them to their nurse for local procedures.